Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted via the left femoral artery in an 80-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs), with a history of prior coronary artery bypass grafting. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. A hematoma developed at the impella groin site; the device was removed, the groin was closed, and bleeding stopped. Blood products were administered. Other contributing factors included a preclose device that may have failed or deployed improperly. The patient survived to explant. The hematoma is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support, with additional risk potentially related to preclose device failure or improper deployment.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D1, d2a, d2b, d4, g4, h4 revised after further review. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.